Event description:
It was reported that a patient had a shocking or jolting sensation. The reporter stated that the patient was in a check-out line and got a jolt "not too long after" he was implanted. It was reported that since then the patient had entered check-out lines slowly. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns, but had not sought further help.

Manufacturer narrative:
Product ID 3889-28, lot # v302596, implanted: (B)(6) 2009, product type lead; product ID 3037, serial #(B)(4), product type programmer. (B)(4).